Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# j0211814v, implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: lead. Product ID: 3487a-45, lot# j0211814v, implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the wires were coming out/became unwound and were almost completely out of her skin so she had to have the system replaced. The indication for use was other pain indications ¿ other.